Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This MDR is part of a retrospective in-house review.

Event description:
It was reported that the bolt broke and the wire was detached from the frame. A revision was done to replace the bolt. No further details are known at this time.